Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of device. The visual inspection of the returned noted one suture and one needle. The loops of the sutures were observed to be intact. The needle was observed to be attached to the suture. Because the needle is attached to a suture, the reported condition was not confirmed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device was separated from the line by pulling the needle lightly. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of device. The visual inspection of the returned noted one suture and one needle. The loops of the sutures were observed to be intact. The needle was observed to be attached to the suture. Because the needle is attached to a suture, the reported condition was not confirmed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrointestinal anastomosis, the device was separated from the line by pulling the needle lightly. There was no patient injury.